Event description:
It was reported that the subject device had a purple image with stripes. It occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device (ccd) is broken and therefore the image is green. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a purple image with stripes. It occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.